Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement and removal difficulty. The physician was attempting to core the lead into the septum to the left bundle area. On the second attempt the lead helix experienced extension retraction issues. The physician had to rotate the lead body to remove the lead. A different rv lead was successfully implanted and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement and removal difficulty. The physician was attempting to core the lead into the septum to the left bundle area. On the second attempt the lead helix experienced extension retraction issues. The physician had to rotate the lead body to remove the lead. A different rv lead was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.